Manufacturer narrative:
The device has been received for evaluation; however, device evaluation has not yet been performed. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump battery was unresponsive. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.